Manufacturer narrative:
The reported observation was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was due to the surgical procedure used at the time of the observation.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during an implant procedure on (B)(6) 2020 the physician used monopolar plasma blade while the ipg was placed in surgery mode causing a high impedance warning. Surgical intervention took place wherein the ipg was replaced.